Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -7.00 diopter tore/broke during injection/delivery into the eye. The lens was implanted and removed intraoperatively. There was no patient injury.

Manufacturer narrative:
B5- per updated information a replacement lens was implanted on (B)(6) 2022 and the problem resolved. Claim # (B)(4).